Event description:
It was reported that upon interrogation the patient's implantable cardioverter defibrillator (ICD) displayed a invalid data observation on the cardiac compass trend feature. It was noted the patient had recently completed radiation therapy, which is a common cause leading to the diagnostic error observation. Device functionality is unaffected and the trend data will begin to accrue again. The device remains in use. No patient complications have been reported as a result of this event.